Event description:
It was reported that removal difficulty occurred. The 60% stenosed target lesion was located in the severely calcified aorta non-coronary cusp. A 2.75 mm x 15 mm maverick 2 balloon catheter was advanced for dilation. During the transcatheter aortic valve implantation (tavi) procedure, while accessing the valve, the safari2 guidewire became stuck within the balloon, preventing its removal. Given the patients safety as the primary concern, both the wire and balloon were removed, and a new guidewire and balloon were used to complete the procedure. No patient complications were reported. It was further reported that the catheter was stuck with the safari wire was a non-boston scientific device.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the patient status and the device status, but further information was unable to be obtained.

Event description:
It was reported that removal difficulty occurred. The 60% stenosed target lesion was located in the severely calcified aorta non-coronary cusp. A 2.75mm x 15mm maverick 2 balloon catheter was advanced for dilation. During the transcatheter aortic valve implantation (tavi) procedure, while accessing the valve, the safari2 guidewire became stuck within the balloon, preventing its removal. Given the patient's safety as the primary concern, both the wire and balloon were removed, and a new guidewire and balloon were used to complete the procedure. No patient complications were reported.